Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door had failed and wouldn't recover. The field service engineer removed and replaced both old latches on the two-door tower and tested it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, tower door had failed and wouldn't recover. The customer reported that the malfunction occurred while user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.